Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent a mesh revision on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, and right oophorectomy with davinci robot. Due to fibroid uterus, ovarian cyst, and stress urinary incontinence. It was reported that the patient underwent a second procedure on (B)(6) 2007 for placement of vaginal packing, resuturing of vaginal incision and examination under anesthesia due to vaginal bleeding status post laparoscopic hysterectomy and mesh placement. (B)(4).